Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and peeling address/serial number label.

Event description:
It was reported that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.